Manufacturer narrative:
Incorrect lot provided. Correct lot is unk as not provided by reporter. Expiration - unk as correct lot is unk. (B)(4) removal or device portion is not labeled. Displayed on the score label. The product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label, which illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verified the separation of the wire guide. The reasons for this type of device failure are typically: difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A torturous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. At this time we cannot determine with any degree of certainty why this failure occurred. We will continue to monitor for similar complaints.

Event description:
During a peripheral procedure, the tip of the wire guide broke off in the pt. An attempt to retrieve the segment is being made on (B)(6) 2011. The following additional info was received on (B)(6) 2011: while gaining access using another MFR's micropuncture needle, the physician advanced our cope mandril wire guide through the needle into the vessel. He immediately noticed that a portion of the tip had broken off and was in the vessel. He was able to retrieve the separated piece with a snare. The pt remained unharmed.